Manufacturer narrative:
(B)(4). Correction: failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. Evaluation summary: analysis was performed on the returned device. The reported suture detachment could not be confirmed as the cut portion of the suture, including the pre-tied knot was not returned. The reported guide detachment was confirmed. A conclusive cause for the reported suture detachment could not be determined. The reported guide detachment appears to be related to use technique. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Arteriotomy closer of a common femoral artery with a 6fr sheath. Reportedly, the suture is breaking. The guide was separated and surgically removed. A femoral angiogram was not been taken prior to the procedure. A clinically significant delay in the entire procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, an unknown failure with a proglide device occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided. There was no reported clinically significant delay in the entire procedure. No additional information was provided.